Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for lumbar radiculopathy. It was reported that the patient had not used stimulation in 2 years because they didn't need it but that they still charged the ins every 4-6 weeks. The last couple of times the patient charged they were seeing an eri message on the ins recharger screen. The patient had been seeing the eri message since (B)(6) 2017 and noted that they thought the battery was 'old'. The patient was able to bypass the message, and they were redirected to follow-up with their hcp to discuss replacement/removal. No patient complications were reported.